Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal unknown therapy. On (B)(6) 2011, during a call to baxter (B)(4) technical services, the patient reported he had developed peritonitis on an unreported date in 2011. The cause of the peritonitis was not reported. It was not reported if remedial treatment was provided for the peritonitis or whether dianeal unknown therapy was ongoing. The reporter did not provide an opinion of causality for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.